Manufacturer narrative:
Insulin pump was received with no up and down button response due to corroded up and down keypad trace. No button error alarm or moisture damage inside the insulin pump, no turn off/blank display, or display anomaly noted during the testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 11 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.